Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, undersensing was noted. Technical support was contacted and reprogramming is anticipated. That patient was in stable condition.

Event description:
Further information was received indicating the device was reprogrammed to resolve the event. The patient was stable and will continue to be monitored.